Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following: our imaging staff are encountering an issue when using the maxzero needlefree connectors. They noted fluid leaking from the port when disconnecting. We reviewed the education videos and noted that a droplet/leak is an expected action per bd, however they are seeing liquid squirting back/out rather than just a droplet forming on the cap.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model mz1000-07 lot number 25015069 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.